Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is having problems with the fio2 and is out of specification. The customer stated there was no patient involvement associated with this reported event.